Event description:
The customer reported the following issue: "fusion of the plate and screws installed two months ago. Therefore, problem with removal during revision surgery. Longer operation time and increased anaesthesia time".

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.